Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported thin flaps during corneal flap creation.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the event. The system was in a climate-controlled environment. The surgical parameters and photo were reviewed and found to be within normal limits. The procedure was completed as intended. The cas could not identify any contributing factor for this issue. The surgeon performed the case as instructed in training. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which could have contributed to the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).